Event description:
It was reported that during placement of the lead 977c165 specify surescan magnetic resonance imaging (MRI) 5-6-5 paddle lead, the patient experienced multiple asystole events each time the lead was introduced into the epidural space. There were prolonged periods before recovery of normal rhythm, and necessary intervention was required during the procedure. The neurosurgeon and anesthesia team aborted the procedure. The patient underwent a laminectomy without implantation of a spinal cord stimulation system and was hospitalized overnight in the intensive care unit for monitoring. The issue was resolved and the patient was reported to be stable. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.